Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen is not working following repair of the navigation ring. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the customer and advised that the device may have a faulty touchscreen or user interface (ui) pcb. The investigation is ongoing.

Manufacturer narrative:
The customer confirmed in a good faith effort (gfe) response on 21nov2022 that the touchscreen was replaced, resolving the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.